Event description:
During the initial report, it was reported by the sales rep that the attachment got hot and burned the pt's tongue and the left side of their lip. During a follow up report, it was reported by the customer that the surgeon had just started the procedure when the attachment burnt the pt's lip and tongue; a non-prescription bacitracin medicine was applied.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event. Preventative maintenance was performed on the attachment and returned to the customer.